Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high na (sodium) and k (potassium) results for one (1) patient sample. The result was not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The sample was rerun on the customer's other instrument with results considered correct.